Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the pt continues to experience a large amount of pain in his right knee after being revised from a unicompartmental knee to a total knee.